Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, when using the reload for the fourth firing in gastrojej unostomy, the reload did not enter the trocar (olympus 12 mm) with the jaws closed. Then the doctor manually closed the jaws and used the reload. There was no problem with the staple. It was verified that the tip was open with the jaws closed. There were two reloads, it is unknown that which one was used. There was no patient injury.